Event description:
During coil embolization within an anuerysm and while advancing the tornade coil into the microcatheter (mc), the coil got stuck in the mc. The mc and coil were removed as one unit from the patient's vessel. A new coil and new mc were used to complete the procedure successfully. There was no adverse effect to the patient. Reportedly there was heavy tortuousity, the mc appeared normal upon removed from the packaging and it was inspected before use, the physician felt large resistance while he was inserting the coil into the mc. Continuous flush was maintained within the mc.